Event description:
Healthcare professional reported, left-side, intracapsular rupture, inflammation, and "free silicone." The device has been explanted.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6) 1986. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and inflammation.

Manufacturer narrative:
Visual/photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left-side, intracapsular rupture, inflammation, and "free silicone." The device has been explanted.

Event description:
Healthcare professional reported, left-side, intracapsular rupture, inflammation, and "free silicone." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening, broken an one opening on the anterior and posterior side assessed as surgical damage and missing side assessed as inconclusive. (Shell thickness was within specification). Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as the device was implanted.